Manufacturer narrative:
The device has been returned to olympus for evaluation. The evaluation is currently in process. A supplemental report will be submitted upon completion of the device evaluation/investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that during pre-use inspection the customer endoeye flex deflectable videoscope, exhibited image noise and the image could not be seen when using a visera elite video system center (otv-s190). It was reported that during troubleshooting, another ltf-s190-5 was connected but the problem was not resolved. Then the first ltf-s190-5 was connected to another otv-s190, but the problem still occurred. The scheduled surgical laparoscopic surgery was completed using similar devices. There was no report of patient harm or user injury associated with this event. This complaint is related to patient identifier (B)(6) for the otv-s190 video center system.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was evaluated where no abnormalities were found that could have led to the occurrence of the event. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to the damage to the internal housing of the video connector. Olympus will continue to monitor field performance for this device.